Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. The device evaluation found the cable unit lost its water tightness integrity. Additionally, the coupler component was broken. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the potential cause of the identified failures are causes traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate the risk/harm to the patient, the instructions for use provides the following: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high-definition camera head's "strain relief is broken". The device was returned for evaluation. However, during the device evaluation, the following reportable malfunction was identified: the cable unit lost its water tightness. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.